Event description:
The initial reporter stated that the pump was "putting air in the line". They stated that it "pushed air to patient twice". The initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but that they had no further information. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient (under 18), and will be updated if the device is returned to mmdg. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.